Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2018, product type: catheter. UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was unknown. It was reported the pump and catheter were removed in (B)(6) 2018, due to an infection. The patient will be re-implanted with new pump and catheter on (B)(6) 2019. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. No diagnostics or troubleshooting was performed. Patient status was alive - no injury. The issue was not resolved. Patient weight and medical history were asked and will not be made available. No further complications were reported.